Event description:
It was reported that a pt underwent a hemorrhoidectomy procedure and suture was used. The needle broke at the tip during knotted suturing around the anus. No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01302 and 2210968-2010-01303. The same pt is represented in each medwatch.